Event description:
At time of removal, the balloon was deflated and then the catheter was pulled on to remove. But it "became stuck at the tip of the penis where the balloon lie on the catheter. The balloon was redeflated and negative pressure was held and an attempt to remove catheter tried again with continued resistance. Lube was applied to the head of the penis, negative pressure held and another gentle attempt was made to remove with resist met again. Md was paged. Effort stopped as there was fear of causing trauma to meatus. Pain med provided and md came to also attempt unsuccessfully. Catheter had to be pushed back into bladder and reanchored. Betadine was used, pt was repositioned and the md was finally able to work the catheter out."